Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported feeling dry around edges of eyes, uncomfortable, having "matter" in eyes since cataract surgery with bilateral intraocular lens (iol) implants fourteen months ago. She is currently using a steroid topical medication to treat her symptoms. There are two medical device reports associated with this patient. This report is for the left eye. At the consumer's request, the surgeon was not contacted.